Event description:
It was noted that the pump was in the right abdomen and a mesh pouch was used at implant. The pump eroded. The pump was removed; the pocket was cultured and sent to the lab for testing to rule out infection. A new pump was implanted on the left side; subfascial with a mesh pouch. The pump segment of the existing catheter was cut at the spine and removed. The spinal piece had csf flow, so a pump segment was added with a revision kit. Csf flow was verified prior to connecting to the new pump. Drug concentration 2000mcg/ml of lioresal was resumed at previous rate of 949mcg/day after implant was complete. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).